Event description:
In 2007, the reporter reported that during a lumbar arthrodesis, levels unknown, the pins of the driver slip and do not hold the screw head. There was no injury or adverse event associated with this event. The surgery was completed with another driver.

Manufacturer narrative:
Product is an instrument; not implantable, product investigation/evaluation is pending.